Manufacturer narrative:
An investigation is pending to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the nir handheld camera had a piece break off at the distal end. Central processing reported the issue. The customer is unsure when the issue occurred. The customer reported event has no report of patient injury.